Event description:
Reporter stated that patient obtained a blood glucose result of 279 mg/dl, on the compact plus system, at 02:00 am. Based on this result, patient reportedly took 17 units of novolog. Two hours later, reporter found patient in an apparent seizure, having fallen out of bed. Reporter summoned emergency medical services and, upon their arrival at 04:10 am, patient's blood glucose measured 25 mg/dl on an unspecified device. Patient was reportedly treated with sugar and additional oral glucose and was subsequently transported to the hospital where she was admitted and remained for 2 days. Reporter noted that, while hospitalized, an unspecified type of scan was performed which revealed that patient had experienced "blood leak from the brain" [subdural hematoma] which was attributed to the fall that occurred during the hypoglycemic episode. Although no specific treatment for the injury sustained during the fall was reported, reporter noted that patient was given pain medication and normal amounts of novolog while hospitalized. Reporter stated that patient was advised, "last month," by a physician to switch to aviva plus test strips, as compact plus test strips are contraindicated for use in peritoneal dialysis patients on extraneal therapy. Although reporter did not provide the date that therapy began, it is possible that the hypoglycemic event occurred coincident with extraneal therapy. The manufacturer requested the return of the compact plus system for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.